Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during a routine follow up a type ia endoleak was noted. The patient experienced a pre-operative aneurysm rupture which the physician confirmed as a contained rupture. The patient received treatment with the implantation of an endurant cuff, placed to the sma and another manufactures covered stent into the left renal artery channeling down the aorta opening just passed the distal end of the endurant cuff with full inflow to the left renal artery with retrograde flow noted. The type ia endoleak did not resolve after endurant cuff deployment and ballooning. The physician deployed 17 endoanchors. The endoleak was not resolved and a small type ia endoleak was still visible after endoanchor deployment. As per the physician the cause of the event is aneurysm growth. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information was received for this case: the patient was treated with a 3232x49 cuff along with 17 endoanchors for a type ia endoleak. When the procedure ended there was still was a slight type ia endoleak. The physician performed reintervention. A 32/32/49 cuff was implanted up to the sma. Another manufactures covered stent was placed into the left renal artery channeling down the aorta opening just passed the distal end of the endurant cuff with full inflow to the left renal artery with retrograde flow noted. The endoleak was noted as resolved after the second procedure. No additional clinical sequelae were reported and the patient is fine.